Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysate. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported an intermittent saline bag backfilled issue with this 2008k2 hemodialysis machine. Reportedly, the saline bag intermittently back fills during recirculation. In several instances, recirculation is performed without issue, however, when a patient is connected to the unit, a filling program error is received. According to the complainant, a patient was connected to the machine for the initiation of treatment, when the saline bag backfilled issue was observed. The patient was moved to another machine and was able to complete treatment with no adverse effects. No patient complications occurred as a result of this event. The exact date of occurrence is not known, however, the user facility reported that it occurred in early february 2016. There were no occlusions to the drain. The drain line and the drain height were within specification. Functional testing performed by the biomed confirmed that the machine was operating properly. The unit has been returned to service at the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided by the biomedical engineer who revealed that the air separator was replaced to resolve the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The reported event of saline bag backfilled during dialysis was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.